Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection of the returned cycler was performed and found no discrepancies. Pre-accelerated stress test (ast) 15-mins 1000ml simulated treatment was performed. No alarms or issues occurred during the test. System air leak check passed. The balloon valve actuation test passed. The functional display test failed. The screen was dim upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a dim display. A known working inverter board was installed and the display functioned as intended. Ast 3 hours simulated treatment was performed and encountered motor b grinding. No alarms or other issues occurred during the test. An internal visual inspection of the returned cycler was performed and found no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported by a peritoneal dialysis (pd) patient that the patient¿s liberty select cycler was giving the draining slowly message multiple times during treatment as well as patient was hearing a grinding noise. The patient also reported that the screen on the cycler was dim, although the brightness was turned up to 10. The patient requested to get a new cycler due to these issues. The patient was advised to discontinue the use of the cycler and to inform the pd nurse when the new cycler was received. The cycler was returned to the manufacturer and a replacement cycler was provided. There was no patient harm or adverse event indicated. Additional information was requested, however to date has not been provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection of the returned cycler was performed and found no discrepancies. Pre-accelerated stress test (ast) 15-mins 1000ml simulated treatment was performed. No alarms or issues occurred during the test. System air leak check passed. The balloon valve actuation test passed. The functional display test failed. The screen was dim upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a dim display. A known working inverter board was installed and the display functioned as intended. Ast 3 hours simulated treatment was performed and encountered motor b grinding. No alarms or other issues occurred during the test. An internal visual inspection of the returned cycler was performed and found no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported by a peritoneal dialysis (pd) patient that the patient¿s liberty select cycler was giving the draining slowly message multiple times during treatment as well as patient was hearing a grinding noise. The patient also reported that the screen on the cycler was dim, although the brightness was turned up to 10. The patient requested to get a new cycler due to these issues. The patient was advised to discontinue the use of the cycler and to inform the pd nurse when the new cycler was received. The cycler was returned to the manufacturer and a replacement cycler was provided. There was no patient harm or adverse event indicated. Additional information was requested, however to date has not been provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.

Event description:
It was reported by a peritoneal dialysis (pd) patient that the patient¿s liberty select cycler was giving the draining slowly message multiple times during treatment as well as patient was hearing a grinding noise. The patient also reported that the screen on the cycler was dim, although the brightness was turned up to 10. The patient requested to get a new cycler due to these issues. The patient was advised to discontinue the use of the cycler and to inform the pd nurse when the new cycler was received. The cycler was returned to the manufacturer and a replacement cycler was provided. There was no patient harm or adverse event indicated. Additional information was requested, however to date has not been provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.

Manufacturer narrative:
Corrected information: b.3., d.10., h.6.